Event description:
It was reported that staff are getting their foot caught in the side rail of the bed and almost falling as their foot are getting caught as it sits so low to the floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported by the user facility that the staff members at the account were unaware of how low the siderail sat to the ground and that there was no defect with any of the units. This issue was resolved for the customer by providing further education to the account and confirming that there was no further action required. The catalog number has been added to section d.

Event description:
It was reported that staff are getting their foot caught in the side rail of the bed and almost falling as their foot are getting caught as it sits so low to the floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.